Event description:
Healthcare professional (hcp) reports 5 blood leaks into dialysate noted near onset of pt treatment. Healthcare professional reports dialyzer reused. Healthcare professional reports no pt injury.